Event description:
It was reported that a cgm error occurred while customer used g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not recur, and then successfully restarted sensor session.